Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The device was monitor for several days. No unexpected device heating up noted. Device passed the self test. No unexpected insulin flow blocked alarm noted during testing. Device received with cracked retainer and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they performed high pressure test and the test was failed two times. The customer¿s blood glucose level was low of 59 mg/dl. Customer was experienced following symptoms regarding low blood glucose level such as shaking, sweating, mental confusion, inability to follow simple commands. Customer also performed displacement verification test and self test and the test were ok. The insulin pump will not be returned for analysis.